Manufacturer narrative:
The lead was not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced pain in the device area. It was also noted the right atrial (ra) lead exhibited noise that was oversensed, resulting in pacing inhibition, and issues with the pacing threshold measurements. The physician was considering a pocket revision due to the pain, but no changes were made to the system at this time. No adverse patient effects were reported. Approximately six weeks later, the device was explanted and the chronic ra and right ventricular (rv) leads were surgically abandoned. The physician intended to extract the leads and implant a new, MRI conditional system, but they could not be removed. A new system was implanted on the patient's right side, as there was no longer access on the left side. No additional adverse patient effects were reported.